Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor shut down after 2 days. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. After two days, the patient stated that the sensor "shut down". He reported that, ¿following lack of sensor had a diabetic moment resulting in significant head injury resulting in a brain bleed resulting in seizure. Hospitalized in ICU for a week.¿ multiple attempts were made to obtain additional information; however, no additional patient or event information is available. The complaint states that a sensor that shut down after 2 days was reported. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found.